Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 3 atmospheres within 3 seconds. The procedure was completed with another of the same device and there was no patient injury reported.